Manufacturer narrative:
(B)(4).all buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked reservoir tube lip, broken pump belt clip slot and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error when attempting to bolus. No further information reported.